Event description:
It was reported by service report that the breakaway head section was missing both pivot pin retaining rings. There was also a missing retaining ring on the upper clevis pins on both sides. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.